Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, lot# unknown, product type: accessory. Device analysis for lead 0206902939 revealed the body conductor was broken at the injex anchor site. All conductors broken 18.2cm from distal end.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there were impedance issues on the lead, no more stimulation was possible, and that pain returned. It was unknown what led to the event or how the issue was identified. An impedance test indicated all results were over the limit. A surgical intervention was performed to change the lead. It was reported there were difficulties to remove the lead and that the lead will be returned in two parts as it had to be cut to be removed. The issue was resolved after the lead was replaced, and the patient was alive with no injury.